Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis. The reported failure (c-34 error) was confirmed and reproduced. System logs showed that errors 25913 and c-34. The unit had no significant scratches or dents. The front bezel was in decent condition. The probable root cause is attributed to a voltage error caused by an electrical component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure that repeated c-34 errors occurred, which could not be cleared. The procedure was completed as planned with a backup covidien generator and no report of patient injury.